Event description:
It was reported that this right ventricular (rv) shock lead impedance had been high over the past year, where the breakdown showed all vectors greater than 130 ohms. The lead remains in-service at this time, and technical services recommended commanded shock to test the lead. No adverse patient effects were reported.